Manufacturer narrative:
The referenced previous driveline infection was reported under medwatch MFR report# 2916596-2014-01848. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was scheduled to have a pump exchange on (B)(6) 2017 due to a previous and recurrent driveline infection that the patient has had for a couple of years. The infection was initially stenotrophomonas maltophilia and staph species, but more recently has converted to a pseudomonas aeruginosa species. On (B)(6) 2017, the pump exchange was cancelled as the patient had "improved greatly". Pseudomonas bacteremia confirmed on (B)(6) 2017. Driveline wound culture on (B)(6) 2017 plus pseudomonas aeruginosa. Blood cultures on (B)(6) 2017 confirmed pseudomonas aeruginosa, repeat blood cultures (B)(6) 2017. Status post, incision and drainage on (B)(6) 2017 and again on (B)(6) 2017 with wound vac placement. A wound vac change was planned for (B)(6) 2017. As of (B)(6) 2017, no growth to date (ngtd). The patient was continued on ciprofloxacin for chronic suppression for previous driveline infection with (B)(6), stenotrophomonas and pseudomonas, and will need ceftazidime lifelong. The patient remained afebrile, wbc stable.

Event description:
Additional information was received indicating that the patient expired. The lvad was turned off on (B)(6) 2018 per the patient¿s request. The patient was transported the following day to a hospice home close to his home. The patient had a chronic driveline exit site infection and was on lifetime antibiotics (abx). The patient had declined IV abx and debriment, and had requested that the lvad be turned off and comfort care only measures be taken. The lvad was not explanted.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.